Event description:
On (B)(6) 2010, a respiratory therapist reported a "service required" alarm then a black screen with the inomax ds (B)(4) with subsequent device failure while on a (B)(6) female with pulmonary hypertension and a cardiac defect. The pt's oxygen saturation (spo2) decreased to 60% following the alarm sounding. The pt was immediately manually ventilated with the inoblender and returned to baseline of spo2 90% within 30 seconds. The pt's oxygen saturation decrease resolved and the respiratory therapist deemed the oxygen saturation decrease related to the interruption in inomax therapy. The device was rebooted and treatment resumed. The pt was eventually removed from the device. The device was removed from service and retuned to the company for inspection.

Manufacturer narrative:
Eval summary: the investigation of the device is complete and is as follows: the device was being used in an off-label, long-term application which was not anticipated. A review of the service logs yielded the alarm, "service required" resulting in a system shutdown. A software anomaly was found to be root cause of the incident. The software has been modified to eliminate the anomaly.